Manufacturer narrative:
Concomitant product(s): product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8 709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via crts (customer response tracking system) regarding a (B)(6) year old female patient receiving bupivacaine and dilaudid (hydromorphone) (concentration/dose unknown) via an infusion pump that was implanted (B)(6) 2014. The indication for use was noted as non-malignant pain and failed back syndrome-other. On (B)(6) 2015 the consumer reported she was in the hospital having pump issues. The pump was empty and alarming since (B)(6) 2015 because she did not currently have a managing healthcare provider (hcp) and therefore could not get the pump filled. The hospital nurse was given the number to page a manufacturer's representative. The physician listing website was offered to and declined by the consumer. No patient symptoms were reported. Follow up was conducted to obtain additional information related to what steps were taken to resolve the emptied reservoir/alarm, and whether it had been resolved. If additional information is received, a follow up report will be sent.